Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device prompting for service. No patient involvement.

Event description:
Device prompting for service. No patient involvement.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2017. Upon receipt, the device was failing to increment the pad clock, flash a status indicator and gave ¿warning, device service required¿ prompt when powering off the device, as per the reported fault. Further investigation revealed that the negative tab leg of the coin cell had broken off from the main body of the coin cell, which had removed the coin cell from circuit and resulted in the reported fault, as the coin cell powers the status led logic circuitry and rtc. With the coin cell replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Information from the history log showed that the rtc faults occurred after the (B)(6) 2020, indicating that the coin cell had become detached after this date. Due to the nature of how the welded tab of the negative leg had broken off the component, the damage had likely occurred due to an impact. However, the investigation was unable to verify this by other means, as there was no visible damage to the outer case. Furthermore, a low battery fail was observed in the history log on the (B)(6) 2018. No fault was found on the device that would have resulted in a low battery fail. The pogo-pins were verified during the investigation and consistent voltages were recorded throughout stress testing it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.